Event description:
The customer reported one drop of diluent leaked from the probe during system startup involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. No results were released from the laboratory. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse), along with the hardware specialist, discovered a fluid leak on the secondary probe during the backwash cycle due to a misaligned probe rinse block. The fse adjusted the probe rinse block and resolved the fluid leak and vote-outs. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, misaligned probe rinse block is the likely cause of this event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).